Event description:
It was reported by non healthcare professional, that after iol implantation the iol was dislocated and was repositioned on (B)(6) 2022, patient gain came on (B)(6) 2022 for urgent evolution and iol was found to be dislocated again. The iol was exchanged in a secondary procedure and had gone through pars plana vitrectomy and iris repair. The patient was not hospitalized, surgeon prognosis was fair and there was no patient harm. The issue was resolved

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in b.6. And d.6.b. The manufacturer internal reference number is: (B)(4).